Event description:
After cuff check and about an hour or an hour and a half later, the customer inserted the product, when the pt changed the body position, leakage occurred. Test prior to use: yes, pt involvement: yes, pt harm or injury: no, reintubation: yes.

Manufacturer narrative:
Actual device has not been returned to manufacturer to date. When a sample has been returned and a comprehensive evaluation has been completed, a follow-up report will be submitted.